Event description:
The pt implanted with this ancure bifurcated endograft underwent coil embolization due to an endoleak which was identified in the distal aneurysm just above the bifurcation posteriorly.